Event description:
The company received a report that the tube developed a leak in the inflation line during pt use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned, but has not yet been received. If significant info is obtained from the investigation, a supplemental report will be submitted.